Event description:
It was reported that pump generated cartridge alarm 20 during cartridge load process, and caller had experienced similar cartridge alarms with same pump previously. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within specified time frame.